Manufacturer narrative:
The complaint device is not available for a physical evaluation. Typically, anchor breakages are associated with off -axis insertion, levering during insertion or hard bone quality. No technique information was provided that would suggest if the aforementioned causes contributed to this event. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
Sales rep reported during a rotator cuff repair, his 4.5 healix anchor broke in half. The anchor was removed and discarded. The surgeon made an additional hole to complete the procedure with same like device that added 15 minutes.